Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening and observed opening on anterior side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed in the surface of the shell. White calcification observed in the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional observed "hole, non-specific" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, d.6b, h.6.

Event description:
Healthcare professional observed "hole, non-specific" during surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.